Event description:
The customer reported that she received a cut on her right ring finger while loading a sample rack into the reagent sample manager (rsm) of the alinity ci-series system control module (scm). The customer stated she was distracted and had not released the rack when the rsm transport came over to picked up the rack. The customer was not wearing gloves at the time. She cleaned her cut with water and was given antiretroviral as preventative treatment. On 15dec2023, the customer provided additional information. The customer was grasping the sample rack at the time and did not let go even after the reagent sample manger (rsm) attempted to pick up the rack. The customer stated her finger got caught at the top and she received a cut at the tip of her right ring finger. It was noted that the cut may have been from the sample rack. No further impact to patient management was reported.

Manufacturer narrative:
The customer received a cut at the end of her finger while placing a rack on the reagent and sample manager (rsm) on alinity ci-series system control module. The alinity I processing module was running samples and the rsm indicator light was amber at the time of the incident. The customer was not wearing protective gloves. The investigation included a review of data and information provided by the customer, search for similar complaints, trending review, device history record review, and labeling review. The instrument service history was reviewed and revealed zero additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The device history records were reviewed, and no non-conformances or deviations were identified. A review of the tracking and trending report did not identify any trends related to the alinity ci-series system control module, the alinity sample racks, or injury while loading a rack on to the rsm as described in this complaint. A review of labeling was performed and found to adequately address the safety hazards and safety awareness where hazards may exist, including, but not limited to mechanical hazards and the rsm status when the rsm indicator led is amber. Based on the review of the issue, this event represents a use error. The customer was not wearing protective gloves (ppe) at the time of the adverse event. In addition, the customer was distracted and failed to recognize the rsm indicator light for the rack had changed to amber. The alinity ci-series operations manual states that when the rsm status indicator light is amber the ¿rack or cartridge is in process. The rack or cartridge cannot be accessed.¿ based on this investigation, no systemic issue or deficiency was identified for the alinity ci-series system control module, serial number (B)(6).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported that she received a cut on her right ring finger while loading a sample rack into the reagent sample manager (rsm) of the alinity ci-series system control module (scm). The customer stated she was distracted and had not released the rack when the rsm transport came over to picked up the rack. The customer was not wearing gloves at the time. She cleaned her cut with water and was given antiretroviral as preventative treatment. On 15dec2023, the customer provided additional information. The customer was grasping the sample rack at the time and did not let go even after the reagent sample manger (rsm) attempted to pick up the rack. The customer stated her finger got caught at the top and she received a cut at the tip of her right ring finger. It was noted that the cut may have been from the sample rack. No further impact to patient management was reported.